Event description:
This pt was admitted to the hosp with a chief complaint of angina. The pt was currently taking aspirin, ticlid and amlodipine besilate. Angiography revealed a 70%, de novo, eccentric, tubular, moderate length (13.25mm), b2-type lesion in a 2.9mm distal lcx. Ten thousands units of heparin were administered via IV. The lesion was predilated with a 2.5 x 20mm balloon inflated to 8 atms. A 3.0 x 18mm cypher stent was deployed to 14 atms for a maximum of 60 seconds. The stent was not post dilated. Per ivus, the residual stenosis was 21% with timi iii flow noted throughout. The pt was discharged on the same pre-procedure medications. Approx 8 mos later, the pt returned for a scheduled f/u exam. The pt was asymptomatic. Angiography revealed a 66% instent restenosis of the previously placed cypher stent in the distal lcx. This was treated balloon angioplasty with a 2.5 x 15mm ptca balloon. Residual stenosis following the intervention was 25%.

Manufacturer narrative:
Product is not distributed in the us; however, it is similar to us product. Add'l info will be submitted within 30 days of receipt.